Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information updated. The reported event is confirmed. Packaging for three patella buttons was returned. Packaging for one patella button did not have the implant. The visual inspection of the patella buttons found extra material on the edges. Dimensional analysis was performed on the returned products and confirmed the products to be non-conforming. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Further investigation identified the root cause for the reported issue is attributed to inadequate work instruction regarding the manufacturing process step. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04936, 0001825034-2017-04938.

Manufacturer narrative:
(B)(6). (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04936, 0001825034-2017-04937, 0001825034-2017-04938, 0001825034-2017-04939.

Event description:
It was reported, upon opening the package, that product was not correctly manufactured to size. No adverse events have been reported as a result of the malfunction.